Manufacturer narrative:
Concomitant products were added.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced high blood glucose level of 474 mg/dl. The customer treated and declined high blood glucose troubleshooting. Customer also reported that the insulin pump had a sensor signal not found and bleeding at the sensor insertion site. Troubleshooting was performed and completed. Customer mentioned that they did not receive medical intervention as a result of site issue. The product was not returned for analysis.